Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dry nose and dry eyes. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of an unknown contaminant inside the iso port of the rear panel which is consistent with mineral deposits, unknown contaminant on and around the outside of the iso port, an unknown contaminant on the bottom exterior of the bottom, a dark dust contaminant on the bottom enclosure, on the interior of the top enclosure and the front panel, dust contaminant on the o-ring of the rear panel and the rear panel, white dust contaminant consistent with mineral deposits on the blower box outlet, liquid ingress with mineral deposits, a keratin-like substance on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes that multiple contaminates that are found consistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.